Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the image had snowflakes. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the image had snowflakes and the image became normal after replacing the plug unit. The most probable cause of the complaint was cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the colonovideoscope had no image and noisy image during inspection for use. There were no reports of patient involvement.